Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, at a post operative visit, the patient had complaint of phrenic nerve stimulation from the left ventricular lead. Reprogramming of the lead was done. Several weeks later, the phrenic stimulation continued and reprogramming was done again. The left ventricular lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.